Manufacturer narrative:
The following fields have been updated due to corrected information: describe event or problem: it was reported that scale markings on 2000 syringe 1ml ll ns are rubbing off by hand with no effort. Investigation: one photo was received and evaluated. The photo depicted two 1ml ll syringes side by side. One syringe¿s markings were mostly wiped off. Two bags of samples were received and evaluated: bag 1 marked ¿samples rubbed with 70% isopropyl alcohol¿ contained three 1ml ll syringes. Much of the mid portions of the scale markings were either faint or completely missing. Bag 2 marked ¿un-rubbed samples¿ contained three 1ml ll syringes. Much of the mid portions of the scale markings were also either faint or missing. The extent of missing print in these samples was less than in bag 1 samples, but the pattern appeared the same with more missing in the center and becoming less faint closer toward zero and 1.0ml ends. It appeared these samples have been manipulated as well therefore no further testing could be performed. Device history record review: release date: 3/24/2018. Released quantity was 396,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8057812 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Potential root cause: it is not possible to determine whether any issues with printed scale permanency exist in the finished product based on manipulated samples evaluation. The syringes manufactured at bd canaan are tested for print permanency with isopropyl alcohol and a cotton swab during manufacturing. Physical samples that have not been manipulated with full scale present are required for testing and confirmation. Conclusion: the product is labeled for single use only and is not intended for intentional manipulation of the printed scale. The product is manufactured in accordance with iso 7886-1 and our product specification and meets those requirements. No defects could be confirmed at this time. No corrective actions are necessary at this time due to the reported defect not having been confirmed.

Event description:
It was reported that scale markings on 2000 syringe 1ml ll ns are rubbing off by hand with no effort.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale markings on syringe 1ml ll ns are rubbing off by hand with no effort.